Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged and the wake button was unresponsive. There was no reported adverse impact to customer's blood glucose. Customer's parent is a diabetic nurse and had control over insulin dosage and blood sugar. Reportedly, customer reverted to an alternate method of insulin therapy.